Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through observation at power-up of the device, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed motor flex. The failed motor assembly was replaced.